Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction and gastrointestinal/pelvic floor stimulation. It was reported that there were high impedances seen during ins replacement that were seen on all combination. An x-ray determined that the lead was not in the correct area. A new lead was placed in the opposite side and the old lead was partially removed. During the removal part of the electrodes remained in the patient. The lead was fractured prior to the ins replacement. The issue was resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.